Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that after the first firing of the ez45b, the device was reloaded and then the instrument would not fire. The reload was taken out and placed in a new ez45b, which functioned well. The surgeon did not encounter specific problems, but wants to know why it did not function.